Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing high thresholds and was unable to capture. It was also reported the rv lead exhibited decreasing impedance, diminished sensing and under-sensing. The impedance was low but still within range. The r-waves were lower than normal. The lead was replaced. No further patient complications have been reported as a result of this event.